Event description:
It was reported by the rep that (1) hp052 new luke handpiece kept getting a solid tone in and out during case. The tester tip determined "the handpiece was not working continuous solid tone." It is unknown how the case was completed. There was no consequence to pt.